Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of 'turn on and then off¿ was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be power cord which had exposed and damaged wires. The ac (alternating current) adapter will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump turned on and then off upon power up at general patient ward department. There was no patient involvement. No additional information is available.